Event description:
It was reported that the customer experienced a blood glucose (bg) level of 499 mg/dl; cause of bg not known. The customer went to the emergency room (ER) and bg was treated with intravenous fluids of saline. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.